Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Per oracle ro : 1220639. It was reported that a primary audible alarm/bgnd test/mainboard replacement was needed. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed rubber feet were missing. A review of the event history log identified primary audible alarm background (bgnd) test and primary audible alarm post. During the functional testing was unable to duplicate the reported issue. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive, upgraded the software, and performed preventative maintenance and all functional testing. Main printed circuit board (pcb) was not need to be replaced due to main pcb was working as intended.